Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Event description:
Edwards received notification that a 70 years old patient with a valve model 11500a21 implanted in the aortic position underwent a valve-in-valve procedure after approximately two (2) years and eleven (11) months of implant duration due to hypo attenuated leaflet thickening (halt) observed on CT not suggestive of thrombus as anti-coagulation treatment was tried for six (6) months with no results leading to increased gradients. Last echo showed mean gradient of 37mmhg through the valve. (The previous 8 months before was 24mmhg). Preserved ejection fraction. The patient presented with symptoms of heart failure, dyspnea on exertion nyha ii, angina and pulmonary hypertension of 44 mmhg. A non edwards transcatheter valve was successfully implanted within the edwards surgical device. Unfortunately, during the recovery in ICU the patient presented a complication, pericardial effusion, and passed away. As reported, the edwards device did not cause or contribute to the patient's death.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.